Manufacturer narrative:
(B)(4). Product not yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaint of high blood results. Customer normally is 100's mg/dl. Back to back blood results were 250 and 238mg/dl. Last results from memory were 282mg/dl (fasting), 369mg/dl(customer had something to eat), 353mg/dl (had something to eat), 205mg/dl (fasting). Based on parkes error grid analysis, the bias between the highest fasting result given (282) and the normal result (100) is located in zone c. No adverse event reported.

Event description:
Consumer complaint of high blood results. Customer normal is 100's mg/dl. Back to back blood results were 250 and 238 mg/dl. Last results from memory were 282 mg/dl (fasting), 369 mg/dl (customer had something to eat), 353 mg/dl (had something to eat), 250 mg/dl (fasting). Based on parkes error grid analysis, the bias between the highest result given (282) and the lowest normal result (100) is located in zone c. No adverse event reported.